Event description:
It was reported that a revision surgery was performed, 4 weeks after thr. Due to infection, head and liner were exchanged.

Manufacturer narrative:
It was reported that a revision surgery was performed four weeks after thr. Due to infection. The xlpe insert used in treatment was not returned for investigation. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. It was communicated that consent has not been granted by the patient for clinical/medical records to be released and included in this assessment. Therefore, a clinical assessment cannot be performed and the patient impact beyond the revision surgery cannot be concluded. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported infection. A review of the complaint history revealed no other complaint for the batch in question. The IFU (lit. No. 12.23 ed 05/16) identifies "infection" as a known possible side effect resulting from a hip arthroplasty. Based on available information the root cause for the reported infection could not be determined. However, there is no indication that the devices failed to match sterilization or other specifications at the time of manufacturing. The associated risk is covered in the risk analysis and considered low. Therefore and based on available information, the need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.